Event description:
Reference number (B)(4). Event occurred in austria it was reported that patient experienced infusion set tubing detachment event on (B)(6) 2026. The site of insertion was on the abdomen. The site of detachment was tubing connector detached from the site/tape patch. The infusion set was in use for one to two days. No further information available.